Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 11500a aortic valve was explanted after an implant duration of 2 years, 1 months due to infective endocarditis. The explanted valve was replaced with a 27mm 11500a valve. The patient was in recovery post procedure.

Manufacturer narrative:
Manufacturer narrative updated sections: b5, b6, g3, g6, h6 health effect - clinical code, device code(s), and type of investigation. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the additional information, this event is no longer considered reportable.

Event description:
It was learned through implant patient registry that a patient with a 29 mm 11500a aortic valve was explanted after an implant duration of 2 years, 1 months due to unknown reasons. The explanted valve was replaced with a 27mm 11500a valve. The patient was in stable condition post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.